Event description:
A report was received that the patient started having difficulty charging and holding a charge with the ipg after an exposure to a magnetic resonance imaging (MRI). The physician believed that the ipg had malfunctioned after the exposure of the patient to the MRI. The patient will undergo a replacement of the ipg.

Manufacturer narrative:
Additional information was received that the procedure was cancelled. There is no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event: (B)(6) 2013.

Manufacturer narrative:
.

Event description:
A report was received that the patient started having difficulty charging and holding a charge with the ipg after an exposure to a magnetic resonance imaging (MRI). The physician believed that the ipg had malfunctioned after the exposure of the patient to the MRI. The patient will undergo a replacement of the ipg.

Event description:
A report was received that the patient started having difficulty charging and holding a charge with the ipg after an exposure to a magnetic resonance imaging (MRI). The physician believed that the ipg had malfunctioned after the exposure of the patient to the MRI. The patient will undergo a replacement of the ipg.